Event description:
It was reported that the handpiece was giving an error code 4 during testing even though the handpiece hadn't been sterilized for two days. There was no case involvement.

Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.